Event description:
Device 1 of 2; reference MFR report: 1627487-2019-02858, 1627487-2019-03502.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02858. 1627487-2019-03502. It was reported that the patient was experiencing ineffective stimulation, and reprogramming did not resolve the issue. Surgical intervention occurred to address the issue, and the scs system was explanted.